Event description:
New information received noted a re-occurrence of high defibrillation impedance was noted on the rv lead. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences noted.

Event description:
It was reported that out of range high defibrillation impedance was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.